Event description:
A revision was reported apporx. 4.5 years after implantation due to subluxation of the genesis ii deep flexion articular insert.

Manufacturer narrative:
A correction based on new information received.